Event description:
It was reported that the implantable cardiac monitor was detecting atrial fibrillation (af) events from premature atrial contractions (pacs). Settings were adjusted at the previous interrogation and there were still frequent pacs triggering detection. Further adjustments were being considered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).